Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) exhibited a high out of range shock impedance measurement greater than 230 ohms. Technical services (ts) was consulted and noted that shock efficacy cannot be confirmed at an out of range shock impedance measurements. Ts recommended further in clinic evaluation including an xray. An analysis of device data revealed the shock impedances had remained high since implant. This sicd remains in service. No adverse patient effects were reported.